Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as red and itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream and oral allergy medication for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
N/a.